Manufacturer narrative:
Inspection of the tibial plate identified scratches on the top surface. Both pegs were removed when explanted and were not returned. The bottom surface indicates slight ingrowth covering most of the distal surface of the plate with the exception of the anterior medial portion. Dimensions were found conforming to print specifications where measured. Device history records were reviewed and no deviations or anomalies were found. Review of primary operative notes confirms pt underwent a right total knee arthroplasty due to osteoarthritis. Trial components revealed good stability. Final components were impacted into place and revealed appropriate range of motion and stability. Components appear to be implanted at the correct orientation and fit as per the surgical technique. A field action was conducted on 02/19/2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined.

Event description:
It is reported patient was revised due to pain and possible loosening of tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.